Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018, he was feeling dizzy and was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer's wife noticed the customer was "unresponsive" and unable to test so she called the paramedics. Upon their arrival, paramedics treated the customer with intravenous glucose and transported him to a hospital where he was diagnosed with hypoglycemia and treated with more glucose (route of administration unknown). There was no report of death or permanent impairment associated with this event.